Event description:
A pt reported blood glucose results of "_10.8 mmol/l" with a lifescan meter and "8.1 mmol/l" on a laboratory device, performed within _10 minutes of each other. Between the tests there were no intervention that would be expected to change the blood glucose.